Manufacturer narrative:
The device system was returned. However, analysis is not needed. No further information is available, at this time. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information indicating that the patient had a device system explant, due to endocarditis, that would not heal. As the patient was pacer dependent, a new device system was implanted, on the same day as the explant. No further information was known, including when the endocarditis was diagnosed. No additional adverse patient effects were reported.